Event description:
The customer contact reported during preventive maintenance testing the device touchscreen was nonresponsive and was out of tolerance during calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond and was out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.